Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, the lead was explanted and returned for laboratory analysis. Another boston scientific lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual examination confirmed a complete intact lead with setscrew marks on the is-1 distal high voltage terminal pins; however, no discernable setscrew marks were observed on the is-1, ring. The helix coil exhibited entwined tissue and was stretched from its original shape; blood and/or body fluid was observed in and around the helix housing. The returned lead revealed no insulation breaches. Extensive testing was then performed to assess the lead's electrical and insulation integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry and the lead insulation. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Analysis concluded that the lead was electrically continuous and did not contribute to the observed clinical observations.

Event description:
Boston scientific received information that during a routine follow-up, a single high out of range right ventricular pacing impedance measurement was noted. The physician attempted to induce another high value with patient manipulation, however no abnormal values were displayed. Additionally, a x-ray imaging failed to show any system anomalies. All other system measurements were normal and stable. Although root cause was not determined, the patient was released for normal follow-up. Should new information be provided, this event will be reopened and further investigated.